Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a partial display on the insulin pump. Customer used new/fully charged batteries and stated that the pump was not dropped or bumped. Customer stated that the anomaly persisted after the battery change. Customer stated that the pump had missing segments. A replacement pump will be sent. Customer stated that the issue happened during normal use. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or display anomaly noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for two days and no unexpected powering off, missing segments, or other display anomalies noted. The insulin pump received with scratched case, keypad overlay scratched, pillowing keypad overlay, and minor scratched lcd window.